Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, after deploying the starclose se clip, the device could not be removed. The safety release was used to safely remove the device. Hemostasis was achieved with the starclose se clip. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: arteriotomy closure was attempted after a below the knee interventional procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty removing the device was confirmed based on the returned device condition. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.